Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint of a loose screw at the front of the socket. The instrument was found to have the grip pin dislodged at the distal end. The pin was partially dislodged and sticking out from the side of the grip. The swaged end of the pin did not exhibit any damage. As a result of the dislodged grip pin, the grips appeared to be misaligned. During in-house inspection, the grip pin was pushed back into its proper seating, and the grips were realigned without any issues. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.028¿ - 0.328¿ in length and were not aligned with the tube axis. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose screw on the prograsp forceps, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The instrument has been requested to be returned for failure analysis testing, but the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a loose screw at the front of the socket. The pliers did not pinch straight either. The procedure was completed with no reported injury.